Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently had a blood glucose level of 46.8 mg/dl. Blood glucose level near the time of the call was 306 mg/dl. Troubleshooting could not be completed at the time of the call; customer stated that they would call back. The insulin pump was not replaced or returned for analysis.